Manufacturer narrative:
The event of granulomas is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsules from macro-textured tissue expanders contained fewer and larger silicone particles present in the capsule" and "all five macro-textured saline-filled expanders contained granulomas". Article citation: danino, michel alain et al. ¿silicone particles in capsules around breast implants: an investigation into currently available implants in north america.¿ aesthetic surgery journal, sjad363. 11 dec. 2023, doi:10.1093/asj/sjad363 three emdrs were submitted for this article, related records are as follows: emdr-15630 (B)(4). And emdr-15636 (B)(4).

Event description:
Through journal article "silicone particles in capsules around breast implants: an investigation into currently 5 available implants in north america", healthcare professional reported "capsules from macro-textured tissue expanders contained fewer and larger silicone particles present in the capsule" and "all five macro-textured saline-filled expanders contained granulomas surrounding bigger embedded silicone particles from 0.2 mm to 1 mm". Devices were explanted.